Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, recurring uti's, extrusion through vaginal wall, pain during urination, urinary retention, stress incontinence, mesh erosion, bleeding, anxiety, and emotional distress. No further information has been provided.